Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The pump was also received with moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 155 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that he was pushed in the pool. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.